Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-01651. It was reported that diagnostics revealed high impedance on the leads. Surgery occurred to explant and replace the extensions to address the issue.